Manufacturer narrative:
Per the t:slim x2 user guide: only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer had decreased their basal rate to 0.1 overnight and forgotten to adjust the basal rate back to normal resulting in the elevated bg level. Bg level was addressed by administering a manual injection and delivering a correction bolus via the pump. Tandem technical support advised the customer to speak with their healthcare provider and discuss adding time segments with various basal rates to the customer's personal profile.